Event description:
It was reported that during a total laparoscopic hysterectomy procedure, early in the case when the surgeon was on the fallopian tubes, it sounded and appeared as if the device was activating against a metal grasper and a vibration sound was heard. The tissue pad melted and lifted off the clamp arm. It did not completely detach and no pieces fell off. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the unexpected noise heard could be either the blade making contact with metal grasper (as indicated in the event description), or the blade making contact with the clamp arm due to the tissue pad being detached.